Event description:
The hospital reported a malfunction resulting in light anesthesia. Reportedly, the "patient-maintained sleep but was 'light' according to our anesthesiologist and took a little longer for the patient to go to sleep." There was no patient injury.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided to date. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Block a: no patient information provided to date after calls to customer (B)(6) 2022 and (B)(6) 2022. The customer declined ge service. No repair information available.